Event description:
It was reported by service report that some of the wheel assemblies were breaking apart and excessively worn. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Wheel assembly.